Event description:
Patient had an anchorfast endotracheal tube (ett) placed at time of intubation. Within twenty-four (24h) hours, respiratory therapy and wound team identified bilateral cheek wounds due to pressure from the ett. One wound was 1.8cm x 0.2cm x 0.1cm, and the other wound was 3cm x 4.5cm.